Event description:
It was reported that there was a possible lead infected in-situ. Action required as a result of the event was a surgical intervention. The patient was taken for exploration of wound. The procedure including the wound being washed out on affected flank. The findings were there was no collection apart from a very small seroma. Patient commenced with antibiotics intravenous therapy (IV) flucloxacillin and oral ciprofloxacillin. A wound swab was done and showed no bacterial growth. A complete blood count was done and showed within range. Inflammatory markers were normal. Creatine levels were elevated but were considered normal for this patient due to history of kidney disease. The product issue was resolved. The patient had gone to the pain clinic for review after feeling unwell for a few days prior to this report. The patient had experienced swelling and tenderness of the left flank. An infected lead in-situ was suspected. Patient was admitted to the hospital on (B)(6) 2013. On (B)(6) 2013, the patient was taken to theatre for exploration of wound. Post procedure the patient had improved; there was no pain at wound site. A follow-up on (B)(6) 2013, revealed a clean wound. The patient was discharged from the hospital with oral antibiotics. The event was considered resolved without sequelae on (B)(6) 2013. Patient was alive with no injury. The event was confirmed causally related to an infected lead. During a review at the hospital the generator, extension lead and distal part of the epidural electrode were removed. The proximal part of the epidural electrode and anchor were retained in order to allow for a future revision when the infection was clear. The patient was discharged with the hospital on an oral course of flucloxacilline.

Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# 0202960845, implanted: 2011-(B)(6), product type lead product ID 37083-60, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).